Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Event description:
It was reported that the customer was treated by a school nurse due to low blood glucose of 20 mg/dl. It was stated that the customer was experiencing unexplained low blood glucose for one day. Troubleshooting was performed. It was stated that the insulin pump did deliver a bolus that it was not programmed. It was stated that the customer was at the school and started to feel sick and dizzy. Then he checked his glucose level and it was 37 mg/dl. It was stated that after lunch his glucose level dropped more. It was stated that the customer's most recent glucose reading was 122 mg/dl, and he has treated with food. Reviewed the programming and found that data was not adding up. No further information was provided.